Event description:
It was reported after using bd vacutainer® sst¿ ii advance plus blood collection tubes discrepant results were seen when running 2 samples from the same patient for hcg testing. Testing was repeated at the reference lab and then again at the original laboratory. No other confirmation testing was reported. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, from which erroneous results could not be identified. A total of 100 retained samples were visually inspected, and no abnormalities relating to erroneous results were found. Further clinical testing could not be conducted as bd clinical laboratories are unable to test for hcg under current guidelines. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode erroneous results-hcg. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® sst¿ ii advance plus blood collection tubes discrepant results were seen when running 2 samples from the same patient for hcg testing. Testing was repeated at the reference lab and then again at the original laboratory. No other confirmation testing was reported. No adverse impact was reported regarding the patient or user.